Manufacturer narrative:
(B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent surgery due to scoliosis. During the surgery, one set screw was found slipped and could not be used anymore. The surgeon had to change to another product to complete the surgery. The product came in contact with the patient. The patient's current status is normal.

Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to be consistent around the damaged portion of the thread. Functional evaluation with sample m8 mas head found the set screws unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.